Event description:
On (B)(6) 2004, I underwent a right total hip arthroplasty procedure. I received a depuy 50 mm pinnacle 300 cup , pinnacle marathon acetabular lipped liner 50 mm x 28 mm, an articul/eze femoral head, 28 mm +5 offset, and a replica hip stem with porocoat large stature size 12. Soon after this surgery, I began experiencing severe pain and discomfort. On (B)(6) 2008, I went to the emergency room with a dislocated right hip. On (B)(6) 2008, I experienced another right hip dislocation which required surgery. On june 1, 2009, I had a revision surgery. I received a depuy 56 mm pinnacle multihole cup, pinnacle metal insert 40 mm x 56 mm, and an articul/eze m-spec femoral head, 40 mm +8.5 offset. Since the implantation of the pinnacle devices, I experience severe pain and discomfort in my right thigh and right hip area. I also feel extreme discomfort when walking. Diagnosis or reason for use: degenerative joint disease, right hip; recurrent dislocation, right hip arthroplasty.